Event description:
Patient reported a rash under tape border, wafer was slightly itchy no weeping observed. Skin initially started as an irritation in a small area. However, it spread under the tape of the border. End-user admitted the intermittent use of a no-sting barrier spray, cleansing foam, adhesive remover, and barrier wipes. Patient was advised to discontinue cleansing foam on peri-stomal skin, to use water only. Reviewed crusting technique and should contact convatec if skin showed no signs of improvement. The end user subsequent outcome was not reported.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issues april 16, 2014. Device (s) listed in this report is (are) used for treatment, no diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends. Brand name: s4s/sur-fit natura durahesive (dh) skin barrier w/ hydrocolloid flexible collar w/ white hydrocolloid flexible collar and mold-to-fit opening.